Manufacturer narrative:
(B)(4).

Event description:
Per the audiologist, the patient experienced a skin overgrowth at the abutment site and subsequently underwent revision surgery under general anesthetic on (B)(6) 2018. During the procedure, the skin was excised and the abutment was exchanged with a 10mm abutment.